Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited far r oversensing which resulted in inappropriate mode switch. No intervention was performed. The patient was stable.